Manufacturer narrative:
(B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will bee submitted as soon as if additional information becomes available.

Event description:
(B)(4). It was reported that the patient coded when on the cardiohelp. The device was replaced during patient treatment. It was confirmed that the patient did not die. (B)(4).

Manufacturer narrative:
(B)(4), MFR. Report # 8010762-2016-00162. The information received was from a different source, with different description but it has been confirmed to be from the same incident/same customer/same device. Please refer to follow up report #1 of (B)(4), MFR. Report # 8010762-2016-00162 for information update on the final resolution to this issue.

Event description:
(B)(4).